Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: examination of the returned device identified stent damage. One stent strut was slightly raised and the other struts were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a coronary artery stenting treatment procedure, the stent could not cross the lesion. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) with 89% stenosis. After pre-dilation, a 2.75x28mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There was no patient complications reported and the patient condition was stable. However, the returned device revealed stent damage.